Event description:
It was reported by the independent repair center statement that the unit is alarming or red light. The primary cause of the malfunction is the poppet kit valve was not shifting. Additionally, the tubing with the ty wraps was leaking. No patient injury reported, no additional information provided.